Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter, damaged tubes, printing defects, dirty and discolored caps and tubes, and air bubbles in tubes. Foreign matter occurred on/in gel on 10 occasions. Embedded foreign matter occurred on 8 occasions. Printing defects occurred on 2 occasions. Color variation occurred on 4 occasions. The following information was provided by the initial reporter: fm in the tube x1, fm in the gel x 29, damaged tube x1, printing defect x 2, dirty cap x 1, dirty tube x 8, discolored cap x 4, air bubbles x 296. [Correction]: focus on following. Fm on/in gel 10ea., embedded fm 8ea., color variation of hemogard shield, 4ea. Printing defect 2ea.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm, printing, embedded fm, and color variation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm, printing, embedded fm, and color variation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm, printing, embedded fm, and color variation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm, printing, embedded fm, and color variation was observed. Further investigation activities for fm have been conducted through CAPA #503254 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #503254 was conducted to document further investigation and root cause analysis relating to the fm defect. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with fm. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Based on the investigation for the remaining defects, the most likely root cause was determined to be related to manufacturing issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter, damaged tubes, printing defects, dirty and discolored caps and tubes, and air bubbles in tubes. Foreign matter occurred on/in gel on 10 occasions. Embedded foreign matter occurred on 8 occasions. Printing defects occurred on 2 occasions. Color variation occurred on 4 occasions. The following information was provided by the initial reporter: fm in the tube x1. Fm in the gel x 29. Damaged tube x1. Printing defect x 2. Dirty cap x 1. Dirty tube x 8. Discolored cap x 4. Air bubbles x 296. [Correction] focus on following. 1. Fm on/in gel. 10ea 2. Embedded fm 8ea. 3. Color variation of hemogard shield. 4ea. 4. Printing defect 2ea.